Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot# v739070, implanted: (B)(6) 2011, product type: lead. (B)(4)

Event description:
Information received from the patient reports her leads were "redone" because she fell 1 year ago. The patient was diagnosed with urinary dysfunction/sacral nerve stimulation and gastrointestinal/ pelvic floor. Additional information has been requested but was not available as of the date of this report. A follow-up report will be made if additional information becomes available.